Manufacturer narrative:
On-site (field) investigation was not performed as this was a technical support (ts) call and information was provided during the call. During follow up, the customer confirmed that the air separator assembly was replaced for the reported filling of saline bag issue. The valve 43 and loading pressure regulator were replaced for the reported filling program issue. Once the parts were replaced, it resolved the reported issues. The device history record (DHR) was reviewed on 2/11/2016. According to the last DHR entry dated 1/29/2012, there were no noted issues relating to the current reported filling of saline bag and filling program issues. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history report confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The machine is currently out of service as the biomed is awaiting parts to repair it. No sample is available for manufacturer evaluation.

Manufacturer narrative:
The biomed changed the air separator, valve 43 and the pressure regulator to resolve the issue.